Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the connection to the alizea dr sn. "(B)(6)", an abnormal ventricular lead impedance was measured by bluetooth (impedance > 3 000). With the psa, normal lead impedance was measured on both leads. The pacemaker has been replaced with a new one.

Event description:
During the connection to the alizea dr sn. "243gb248", an abnormal ventricular lead impedance was measured by bluetooth (impedance > 3 000). With the psa, normal lead impedance was measured on both leads. The pacemaker has been replaced with a new one.

Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure, very close to the concern device and in a very specific phase of the automatic implantation detection: within five minutes after the ventricular lead connection confirmation. Electrocautery is not recommended once the device is in the pocket since it cannot be used far from the pacemaker. At reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. No device failure has been confirmed. Please refer to the attached analysis report.